Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported constant downstream occlusion alarm which was not reproduced. Downstream occlusion alarms were confirmed through a review of the event history log. Evaluation determined the cause was cracks on the downstream sensor flex. The downstream sensor was replaced. (B)(4).

Event description:
It was reported that a spectrum pump failed to detect a downstream occlusion. It was also reported there was no patient injury.